Event description:
It was reported that the procedure was performed to treat a lesion in the mid left circumflex (lcx) coronary artery with moderate calcification, mild tortuosity and 75% stenosis. After pre-dilatate the lesion with an unknown balloon the 2.75x18mm xience alpine stent delivery system (sds) was attempted to be advanced when the stent was noted fractured and failed to cross the lesion. Resistance with the lesion was met during the advancement due the anatomy. Another abbott stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported stent break was unable to be confirmed; however, the stent was confirmed to be bent. The reported failure to advance could not be confirmed due to the condition the device was received for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid left circumflex (lcx) coronary artery with moderate calcification, mild tortuosity and 75% stenosis. After pre-dilatate the lesion with an unknown balloon, the 2.75x18mm xience alpine stent delivery system (sds) was advanced. Resistance was met with the anatomy, and it was noted that the stent was fractured. The sds did not cross the lesion and was removed. Another abbott stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.